Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6) it was reported that on (B)(6) 2022, a 22mm amplatzer amulet was implanted. Post-operatively, the patient developed atrial fibrillation with rvr and required one amiodarone bolus administered intravenously (IV). In addition, worsening of pericardial effusion from baseline trivial to small pericardial effusion was observed. No treatment of the pericardial effusion was required. No patient consequences were reported.

Manufacturer narrative:
An event of atrial fibrillation and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A review of the device history record to ensure that each manufacturing and inspection operation was performed could not be done as the lot number of the device was not provided. Based on the information received, the root cause of the reported event could not be conclusively determined but could have been caused by the patient's past medical history. There is no indication of a product quality issue with regards to manufacture, design, or labeling. E1: physician name corrected. H6: device codes 2130 (ventricular fibrillation) and 4613 (minor injury) were removed.

Event description:
Subsequent to the previously filed report. Additional information was received that the patient had a normal sinus rhythm as their baseline rhythm. The delivery system access site was through the patient's right femoral vein. The patient was placed under general anesthesia for the procedure. The first 22mm amplatzer amulet occluder was not mis-sized. The patient had been administered heparin for procedure and had a minimum activated clotting time (act) of 254 seconds and a maximum act of 254 seconds. There had been no noted difficulty implanting the occluder or manipulations of the occluder during procedure. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2022, the atrial fibrillation resolved without sequelae, after one dose of amiodarone bolus intravenously. It was also noted via transthoracic echocardiogram, that growth of the pre-existing pericardial effusion had occurred. No treatment was required or performed and the pericardial effusion did not lead to cardiac tamponade. The pericardial effusion was seen adjacent to the patient's right ventricle. On (B)(6) 2022, the pericardial effusion resolved without sequelae. The patient was stable and discharged at the time of report. There was no allegation of malfunction against the 22mm amplatzer amulet occluder or the procedure. The cause of growth in the patient's pre-existing pericardial effusion and atrial fibrillation is unknown, but is believed to be in relation to the patient past medical history.